Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and verifies an error code in memory that substantiates the customer's allegation. The cse replaced the ai pod. There was no report of any patient harm of injury.